Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the four clips were applied to pt side of cystic duct and one on the specimen side transected in between. Two clips were applied to pt of cystic artery and one on specimen side then transected in between. Intra operatively one-two clips dislodged definitely not from pt side of cystic duct and possibly from sepcimen side of cystic artery. The surgeon re-clipped into specimen side cystic artery without auto suture endo clip 1. The case was completed and there was no consequence to pt.